Manufacturer narrative:
E1: initial reporter phone no. :(B) (6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump always dispenses a bit more than programmed during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "dispenses a bit more than programmed during infusion" was not reproduced. The device was sent for flow accuracy testing, and the device passed with the following results: 1. Rate = 40 ml/hr, volume to be infused = 40 ml, delivered = 39.79 ml, error percentage = -0.525%. The event history log review was performed. An infusion of morphine sulf programmed at a rate of 1 ml/hr and a vtbi of 100 ml was recorded on january 9th, 2025. The user was prompted to confirm the flow in the drip chamber, and the user confirmed. Almost an hour later, the user updated the rate to 2 ml/hr. About 2 1/2 hours later, the rate was updated again to 4 ml/hr. The infusion continued into the next day, and the user stopped the pump. The pump noted that 54.2 ml of the infusion had been given. The set was unloaded and the pump was turned off. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction is required. Should additional relevant information become available, a supplemental report will be submitted.